Event description:
A resolute integrity drug eluting stent was implanted in the proximal lad. A dissection was reported to have occurred; two resolute integrity drug eluting stents were implanted to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).